Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue it was reported that during preparation, one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.